Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, low impedance was observed. Review of the remote transmission revealed far r-wave oversensing. The device was reprogrammed.